Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the temples (t1, t2). Patient developed an allergic reaction and capsulitation. "It was hardening and popping for temple." Patient was treated with hyaluronidase 4 times over 2 months. Symptoms have not improved and it was suspected to be a low grade infection. Symptoms are ongoing.